Event description:
It was reported that the ventilator sometimes switched between mains power and battery module power by itself and that two technical errors indicating +12 volt and -12 volt power failure was generated. Ventilator was taken out of service for eval. There was no pt involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer. The plug-and-plug backplane pc board was found defective and exchanged. The device logs were downloaded. Eval of the rec'd device logs confirms the reported technical error codes and occurrence of repeatedly switching between battery module and mains power. The plug-and-play backplane pc board connects the optional modules, controls the switching between mains power and battery module power and controls charging/discharging of battery modules. The plug-and-play backplane pc board was disposed of and not returned for investigation. We are therefore unable to determine the cause of the reported problem. (B)(4).